Manufacturer narrative:
H6: the lens was returned dry with residue in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimenional and functional inspection found lens to be within specificatons. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. . Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.5/+4.0/077 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6)2021 the lens was exchanged with a shorter lens due to refractive surprise and the problem is resolved. The cause of the event is reported as unknown.